Event description:
An impella cp was placed to support the 82 year old female patient who was admitted in for the planned bypass surgery/CABG for known coronary artery disease, presenting in scai stage c shock. Any other underlying cardiac or systemic history/comorbidities were not shared. Post placement of the cp pump there was an observation made on echo imaging of air bubbles intermittently filling into the left ventricle. The pump was explanted and replaced/escalated to an impella 5.5 pump. The presumed air embolization and pump replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support..

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.